Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the presumable cause of foreign material in the nozzle could not be specified. However, a definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use which state: the subject event can be detected and prevented by implementation in accordance with the below IFU. Instructions for gif-1200n, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif-1200n, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where [no obvious deviations from instructions for use (IFU) were identified/the following deviation from instructions for use (IFU) was confirmed:]. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope's nozzle exhibited foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.